Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30706917l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade requiring pericardiocentesis. It was reported that after the procedure was completed, a pericardial effusion was confirmed by echocardiogram. Pericardial drainage was performed by pericardiocentesis, and blood pressure recovered. The time it occurred is unknown or at which stage of the procedure. Atrial septal puncture was performed using an rf needle. Right pulmonary vein (rpv) left pulmonary vein (lpv), and cavotricuspid isthmus (cti) ablation were conducted. Steam pop was not confirmed. The irrigation catheter¿s flow setting was = 30 w, 8 ml; = 31 w, 15 ml. The physician commented that it is not known when it occurred during the procedure. Additional information was received on the event. The patient recovered uneventfully. The following comments by the physician, ¿the patient had a tendency to have high cf, and the shape of the left atrium was rotated, which made it very difficult for the physician to conduct the procedure. I think that the location of septal puncture and the location of right superior pulmonary vein (rspv) roof are also related. The condition of cf swaying was not considered to be under general anesthesia. The cf value was about 85 g momentarily on several occasions. This might be the cause. It is not because of poor catheter condition, but because I think that there is 1 in 1000 has such a patient with such condition, we must be particularly careful in such a case.¿ this adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was patient condition. Drainage was performed as intervention. The patient outcome of the adverse event is fully recovered. The patient did not require extended hospitalization because of the adverse event. Real time graph; dashboard; vector; and visitag force visualization features were used. Tag index color option was used prospectively. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The high force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low.